Event description:
It was reported that the external pulse generator (epg) could not power on. The epg was repaired. There was no indication that the epg was used with a patient.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: further review prompted a change in the device analysis results. The mainboard was replaced.